Manufacturer narrative:
(B)(6) . The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three iabs were used and found to have a kink and blood through the balloon. A competitors sheath was used for these three insertions. A fourth iab was inserted with a getinge sheath and used successfully. There was no patient harm or adverse event reported. This report is for the third iab. Separate reports have been submitted for the first iab under mfg report number 2248146-2024-00261 and the second iab under mfg report number 2248146-2024-00262.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Manufacturer narrative:
Occupation: inventory coordinator. Device evaluation: the iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. No kinks were observed on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).